Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the distal region of the stent were noted to be lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mm in length, 3mm vessel diameter, concentric, target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). The lesion contained >45 and <90 degrees bend. Pre-dilatation was performed with a 2.0x20 non-bsc balloon catheter. Following a 2.50 x 28 synergy ii drug-eluting stent was then advanced for treatment. However, during the procedure it was failed to cross the lesion. The procedure was completed with different device. There were no patient complications reported. However, returned device analysis revealed stent damage.